Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned and evaluated. Upon visual inspection the devices were attached and could not be separated. The inserter shows impact damage to the strike plate. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034 - 2020 - 03800.

Event description:
It was reported a g7 inserter would not disassociate from the cup during initial total hip arthroplasty. There were no contributing factors and no delay in the case. After the case, still unable to remove the cup from the handle. A secondary insertion handle was used with a new cup. Attempts have been made and additional information on the reported event is unavailable at this time.